Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient presented to the emergency department for chest pain (primary complaint) and blood at the percutaneous lead (driveline) site, which had started the previous evening. In addition, pain at ICD site (started two weeks ago), severe itch on legs, and dizzy spells (started one week). The nurse ordered a vad dressing kit for vad coordinator to evaluate and change. Upon examination of site there was no blood coming from the driveline with a slight excoriated area under adhesive that the patient thought was the source of the bleeding. Additional information received from vad coordinator 27aug2018 indicated that the patient was non-compliant, cleanliness overall and will not wear tubing anchor. Oral antibiotics of doxycycline 100mg, twice daily was prescribed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted because it was remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2018 with complaints of difficulty breathing and chest pain. No chills or fever. During course in the ed, the patient's shortness of breath and pain improved. The patient was administered oxygen and given lasix intravenously. Discharged home with instructions to follow up in clinic. The patient did not go to clinic as ordered and on (B)(6)2018 presented to the ed again with the same complaints and dizziness more pronounced. The patient was given 500 cc saline for dizziness and morphine for pain. The patient's labs were stable and they were discharged from the ed. The event was reportedly resolved on (B)(6)2018.

Manufacturer narrative:
Corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established. The submitted system controller and lvad event log files contained events from (B)(6) 2018 17:39:33 to (B)(6) 2018 14:30:42 and captured numerous pi events; however, the pump speed remained above the low speed limit for the duration of the log files and no other atypical events were captured. The system appeared to be operating as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The implant kit was shipped with heartmate 3 lvas IFU. Section 1 of this document lists local, pump pocket, and driveline infections as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU, including section 6, titled ¿patient care and management¿ under ¿caring for the driveline exit site¿ and ¿controlling infection.¿ heartmate 3 lvas patient handbook contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.